Manufacturer narrative:
Device evaluated by simulated use testing, found component migration problem. Device repaired and returned to the customer.

Event description:
Shockwave generator travel limits are not recognized.